Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit alarm during normal use. She changed the battery and received a failed battery test alarm and then the display went blank. The blood glucose at the time of the incident was 66 mg/dl. Troubleshooting was not completed since the customer did not have a battery to test. She called back later and stated that the display went blank without a low battery alert. She stated that the display was blank less than 30 seconds. Blood glucose value was 287 mg/dl. It was advised that the battery cap would be replaced and to monitor the insulin pump. The device will not be returned for analysis.